Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device had no display on the monitor screen and would not charge. The complainant indicated that there was no pt involvement in the reported failure.